Event description:
It was reported that the ventilator "quickly alarmed after it shut off without warning" three times while connected to the patient. After the ventilator was turned back on, it displayed reset. No reported harm to the patient.